Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. The customer¿s low blood glucose was 45 mg/dl and high blood glucose was 300 mg/dl. The insulin pump will not be returned for analysis.